Manufacturer narrative:
Corrected information b3 additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported problem of no sound was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed input/output processor (I/o pcb) board. The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of no sound. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.